Manufacturer narrative:
Eval: no product was returned to assist with our investigation. Unfortunately, without the actual complaint device or lot number info, we were not able to determine with certainty why the markings were coming off. Action has previously been addressed for this failure mode in an effort to prevent a recurrence; however, without the lot number info, we were not able to determine if this product was mfg prior to this change. We will continue to monitor for similar situations.